Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage to the fiber tip was observed (tip was reported to be black) at 233,000 joules of use. The method used to complete the case was not reported. There was no injury reported.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber/ cap conditions would result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure that contributed to this failure was suspected to be related to heat accumulation due to anatomical/ procedural factors encountered during the procedure. Cap wear was accelerated limiting the performance of the fiber.